Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced reagent probe 1, and verified sample probe1 and reagent probe 1 alignments and mixing. The cse performed a system check, and all parameters were within the specified limits. The cse ran precision testing, resulting within range. The cse discovered that calcium (ca) samples were flagged with hemolysis flag indicating poor sample integrity. The cse ran quality controls, resulting within range. The cause of the discordant, falsely low ca result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample tested on a dimension vista 500 instrument. The initial result was not reported to the physician(s).the sample was repeated on an alternate dimension vista instrument, resulting higher. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.